Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the ultrasound connector body fluid damage, the lg connector fluid damage, the suction channel buckled, the control body corroded, the operation channel (primary) leak, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg connector) cut, the r/l lock knob hard to move, and the u/d lock lever hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).